Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the metal cap exhibited mild char; the glass cap exhibited mild devitrification at the output window. Based on the analysis, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip became defective at 24,040 joules of use and 3:48 minutes. The procedure was completed using a second surgical fiber. Patient outcome: "ok" - there was not patient injury reported.